Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Heart failure is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remains implanted.

Event description:
It was reported from the site that the vad coordinator during routine patient updates, after missed visit from (B)(6). It was stated that the patient was admitted from the clinic to the hospital on (B)(6) 2016 with weight gain of 11 pounds and complain of shortness of breath (sob).  Patient states that he has been fairly compliant with his diet and fluid restrictions. A b-type natriuretic peptide (bnp) was not done on admission. Upon admission the patient was started on bumex 1mg intravenous (IV) twice a day (bid).  Over the next two days the patient diuresed 10-12 pounds and he was transitioned back to his home diuretic regimen of bumex 1mg by mouth (po) bid.  During the admission on (B)(6) 2016, the patient alerted his nurse after noticing that his face wasn't feeling right.  The patient was exhibiting right-sided facial droop, drooling, and some slight right hand weakness.  Of note, the patient's inr was 3.3 on admission but had been sub-therapeutic at 1.7 on (B)(6) 2016 (the patient admitted to not taking his warfarin correctly because he "wasn't sure how he was supposed to take it").  Head CT on (B)(6) was negative for ischemic cerebrovascular accident (icva) or hemorrhagic cerebrovascular accident (hcva).  All anticoagulation was stopped.  Repeat CT on (B)(6) showed a density in the left insular cortex consistent with an icva.  Neuro surgery was consulted, but no interventions were recommended at the time.  The patient worked with speech therapy while in the hospital.  On (B)(6) the patient was restarted on aspirin (asa) 325mg po daily and warfarin with inr goal of 2-3.  The patient was discharged home on (B)(6) and his inr was allowed to drift up as an outpatient.  By discharge his motor weakness had fully resolved.  He continued to work with speech on an outpatient basis.  To date the patient is doing well with full resolution of any stroke symptoms. No additional information available.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of log files revealed normal pump parameters and no alarms recorded around the event date. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Independent pathological report revealed no evidence of thrombus within the device. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. If information is provided in the future, a supplemental report will be issued.